Event description:
It was reported, "dr (B)(6) returned the products and reports in his accompanying questionnaire that the drills jammed within the drill guide."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 2249697-2010-01021.